Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that a patient implanted with an implantable pulse generator (ipg) underwent a revision procedure due to difficulty charging, which resulted in the need for more frequent charging. As a result, the ipg was explanted and replaced. Postoperatively, the patient is reported to be doing well, with adequate pain coverage and a decrease in pain levels. The explanted ipg will not be returned for evaluation, as hospital policy prevented their return.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. The device was not returned to boston scientific for analysis, and the complaint as reported was not able to be confirmed. A review of the device history record (DHR) confirmed that the device met specifications prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. Record review revealed no additional information related to the complaint. Therefore, in the absence of device return and analysis the likely root cause could not be established.

Event description:
It was reported that a patient implanted with an implantable pulse generator (ipg) underwent a revision procedure due to difficulty charging, which resulted in the need for more frequent charging. As a result, the ipg was explanted and replaced. Postoperatively, the patient is reported to be doing well, with adequate pain coverage and a decrease in pain levels. The explanted ipg will not be returned for evaluation, as hospital policy prevented their return.